Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level of 245 and delivered an insulin injection to treat bg levels. Due to the reported occlusion alarm occurring in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.